Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information indicating that an aortic bioprosthetic valve required valve in valve intervention after an implant duration of 13 years, six (6) months due to regurgitation and stenosis. The patient was implanted with a 29mm transcatheter valve within the existing valve. There were no reported complications.